Event description:
Additional information received from the manufacturer representative reported that the troubleshooting performed was that the patient needed a program adjustment and needed to increase their amplitude. It was noted that the cause of the loss of stimulation was that the amplitude was set too low. The actions taken to resolve the reported issue was a program adjustment and increase of amplitude on (B)(6) 2016. Adequate stimulation was obtained and no other intervention was required.

Event description:
Information was received from a patient (via a manufacturer representative) with an implantable neurostimulator (ins) for non-malign ant pain and lumbar radiculopathy. On (B)(6) 2016, the patient woke up in the morning, turned on the stimulation and could not feel stimulation. The patient lost stimulation sensation at normal programming parameters. Based on the troubleshooting the representative did with the patient on the phone, they were able to rule out a patient programmer issue (the batteries were changed, used with and without the antenna). The stimulation was turned up to 10.5 where the patient could feel stimulation on both of her two programs. It was confirmed the ins was 3/4 full. No impedance measurements were taken. An MRI could be related to the issue. The patient had an MRI (not related to the device or therapy) on (B)(6) 2016. The stimulation worked fine at the patient's normal settings until (B)(6) 2016 when she woke up with up without feeling stimulation. The patient was receiving therapy, just at a higher voltage level than normal. The patient was scheduled for an appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.